Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial #: (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-may-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient, who receives an unknown drug via an implantable infusion pump for non-malignant pain, regarding an external device. It was reported that their handset and communicator was not charging. The patient stated their communicator was not charging and the communicator port was loose and the cord does not stay in the communicator port. The patient mentioned this has been going on for about 4 months. The patient added their handset has to be charged at least once every two days. The patient mentioned that they spoke with a manufacturer's representative (rep) who told them to call patient services to replace both devices. The patient stated they are getting message "cannot find the device and retry". Best practices for charging both devices was reviewed with the patient, and the patient insisted to have the handset replaced because the rep had told them both devices would get replaced. A request was sent to repair to replace the communicator and handset. The patient mentioned at a recent appointment with their healthcare provider (hcp) they spoke to the rep about external devices, but did not recall when.